Event description:
At the end of a coronary angiography and when pulling off the pigtail 5fr angiographic catheter, there was noticed an abnormal resistance (while the upper part of the catheter pigtail shape was in the middle of forearm and the guide wire was inside and a few millimeters out of the pigtail). Due to this resistance encountered, the doctor pulled the sheath out of the pt, but without the catheter (he moved the catheter a little but it was impossible to pull it out). A vascular surgeon enlarged the area of the entrance point and removed the coil; which was trapped on the pigtail. Doctor is unsure if any portion remained in the pt's vascular system. According to the initial reporter, the pt did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.